Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time.

Event description:
Boston scientific received information that during a routine device interrogation, it was noted that there has been approximately 15 to 20 high out of range shock impedance measurements of greater than 200 ohms over the last year. During in office testing, they were unable to reproduce the out of range impedance measurements, even with vigorous isometrics. It was noted that the patient is a weight lifter. Boston scientific technical services (ts) was consulted and suggested obtaining an x-ray and possibly performing further testing. At this time no further testing has been performed. The physician will be continuing to monitor the patient and will make a determination in the future. The right ventricular (rv) lead and implantable cardioverter defibrillator (ICD) remain in service and no adverse patient effects have been reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was received that the right ventricular (rv) lead and implantable cardioverter defibrillator (ICD) continued to exhibit high out of range shock impedance measurements of greater than 125 ohms. A replacement procedure was performed where the rv lead was surgically abandoned and the ICD was explanted. The right atrial (ra) lead was also electively taken out of service during the procedure as a new subcutaneous implantable cardioverter defibrillator (s-ICD) system was implanted. No additional adverse patient effects were reported.